Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 6 months following the implant of this transcatheter pulmonary bioprosthetic valve, cath eterization revealed an right ventricle (rv)- pulmonary artery (pa) gradient of 63 millimeter of mercury (mmhg) and clear type 2 stent fractures. Pulmonary stenosis was reported. Per the physician, the stenosis was not due to outgrowth, but to mechanical stress due to movement of the heart against the sternum. The valve was oval shaped. Pre-stent was performed with two non-medtronic stents (cp numed) and the pulmonary valve was dilated with a 24 mm high pressure non-medtronic balloon (atlas gold). Subsequently a new transc atheter pulmonary bioprosthetic valve was implanted valve-in-valve. The final rv-pa valve gradient was 5 mmhg. No additional adverse patient effects were reported.

Event description:
Additional information was received that there were no patient anatomical factors that contributed to the elevated gradient. The tra nscatheter pulmonary bioprosthetic valve was noted to be fully expanded. There was no evidence of thrombus or leaflet thickening noted on the valve. Both the stent fracture and the stenosis were due to mechanical stress per the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: there were still photos/images related to this event. An image review was performed. The imaging provided confirmed a melody valve with multiple stent frame fractures along the entire inflow to outflow of the valve, with no displaced pieces. There was no visible pre-stent present. There was an open cell right pulmonary artery (rpa) stent in place. The valve was elliptical in shape. Based on the risk analysis, stent fractures can potentially lead to increased gradients/stenosis. Per melody instructions for use (IFU), melody stent fractures are known phenomenon; it states that ¿prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture¿. In this case, it was reported that the stent fracture and the stenosis were due to mechanical stress, movement of the heart against the sternum. This indicates that the potential cause of the stent fractures and stenosis could be due to patient factor. Subsequently a second melody was implanted valve-in-valve. A review of the device history record (DHR) was performed for this valve, there were no deviation identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.